Event description:
User alleges that while using a l-70 disposable set and hl-90 fluid warrier the observed air pockets in the tubing when transfusing blood. Complaint no. 5410

Event description:
User alleges that while using a l-70 disposable set and hl-90 fluid warmer they observed air pockets in the tubing when transfusing blood.